Event description:
It was reported that when the patient presented in clinic for follow-up, the right ventricular lead exhibited an elevated capture threshold. All other electrical measurements were normal and the physician elected to leave the lead implanted. The patient will be provided with a merlin transmitter for remote monitoring. There were no reported adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.